Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-33, lot# va0cnv5, implanted: (B)(6) 2014, product type lead. Product ID: 3487a-56, lot# va0bfsn, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the lead broke on their first implant in the beginning of 2015. It was indicated that the implantable neurostimulator and lead were replaced in 2015. The issue was resolved with the revision. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.